Event description:
It was learned through implant patient registry and investigation that a patient with a 29mm 3300tfx aortic valve was explanted after an implant duration of 2 years, 3 months due to severe pvl. Patient presented with sob and fatigue. The explanted valve was replaced with a 29mm 11500a inspiris resilia aortic valve. Per medical records, the patient presented for redo avr and mv repair. Intraoperatively, the aortic valve was examined and no evidence of valve leaflet abnormalities was found. However, the surgeon did notice a large pvl beneath the left/right commissure. The native mitral valve was repaired utilizing a 32mm edwards mc3 annuloplasty ring. The aortic valve was then sized to a 29mm inspiris resilia aortic valve. The valve was seated and secured. The patient was weaned from bypass without difficulty. Post bypass tee showed normally functioning aortic valve with no pvl. The pathology report did not reveal any leaflet issues on the explanted valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b7, g3, g6, h2, h6 (type of investigation). Corrected sections: b5, h6 (clinical code, device code, investigation findings and investigation conclusions). Paravalvular/perivalvular leak (pvl) refers to blood flowing through a channel between the sewing ring of the implanted valve and the cardiac tissue due to an insufficient seal of the valve to the annulus. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl, as the bioprosthesis may not seat properly after debridement. Technique related factors during implantation, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Anatomical factors may also create difficulty seating the bioprosthetic valve, resulting in pvl. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. There is insufficient information available regarding patient or procedural factors known to cause or contribute to pvl. Therefore, a definitive root cause cannot be conclusively determined. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed

Event description:
It was learned through implant patient registry that a patient with a 29mm 3300tfx aortic valve was explanted after an implant duration of 2 years, 3 months due to unknown reasons. The explanted valve was replaced with a 29mm 11500a inspiris resilia aortic valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.